Event description:
A report was received that the patient was experiencing discomfort at the ipg pocket site. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1110-02 (B)(4). Device evaluation indicated that the device passed all tests performed and revealed no anomalies.

Event description:
A report was received that the patient was experiencing discomfort at the ipg pocket site. The patient underwent an ipg replacement procedure and was doing well postoperatively.